Event description:
It was later reported that the patient underwent a scan after the case. The symptoms later resolved and the patient was discharged the next day.

Manufacturer narrative:
Product event summary: the afr-00001 affera sphere-9 catheter with lot 0013120402 was returned and analyzed. During external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used to perform shorts and mapping tests, which resulted in a failure. An open circuit was identified at p2 electrode in zone 1 of the catheter. An optical inspection of the lattice structure was conducted, revealing broken wires at p2. In conclusion, the reported clinical issues cannot be assessed through testing. The catheter failed the returned product inspection due to an open circuit in zone 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a high temperature error occurred, and the issue was resolved with a replacement catheter. The case was completed. The next morning after the procedure, the patient reportedly experienced a stroke with blurred vision and was hospitalized for evaluation. No further patient complications have been reported as a result of this event.